Event description:
It was reported that the patient received shock therapy. Alerts for oversensing and hv impedance issue were detected. The oversensing could be reproduced. The lead was capped and replaced. Patient was in good condition post-procedure.